Event description:
It was reported that an ilet bionic pancreas became completely unresponsive after overnight charging, with the charging pad indicator light solid and not blinking, and the device remained off despite use of multiple chargers and outlets; a photo confirmed the device was off on the charging pad, and the device was replaced. Symptoms included no device display or function consistent with a nonpowered device. Outcomes included interruption of therapy requiring device replacement. Investigation included review of user-provided photographs and troubleshooting steps to verify the charging setup and device placement. Investigation of this device did not reveal a power or battery depletion issue consistent with a device hardware malfunction in the power/charging subsystem, with no alarms or alerts observed. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to power/battery performance.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."